Manufacturer narrative:
Full e1 -(B)(6). Full e1 - city: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had dark image. The issue was found during service/maintenance of the device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d10, g6, h2, h3, h6, h11. Corrected fields: g4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide fiber glass in the insertion section was worn and weakened and fractured. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused by a component failure of the distal end cover glass. The distal end cover glass failure is a mechanical problem, but the cause of the distal end cover glass failure could not be determined. The most likely cause is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.